Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: camera refurb 9735821r vega base s8 svc lot number p900525 g2: foreign - thailand h3/h6: the system was serviced and the camera was replaced. The camera was returned for analysis and a check of the event log showed intermittent firmware incompatibility dating back to oct 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera also failed an accuracy test (aak) at .524 mm with a passing threshold of .25 mm. Codes b01, c07, and d02 apply to both sets of analysis findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera could not see the imaging system or instrument tracker. The amber led was illuminated and the system showed a localizer faulted error. They tried reseating the cable for a better connection, but the issue did not resolve. There was no patient involved.